Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping when opened. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The clip delivery system (cds) was prepared for use and advanced in the anatomy. Once the system was above the valve, the clip was attempted to be opened, but would not open. The undeployed cds was removed from the anatomy and checked again for opening and the clip jumped open. Two clips were successfully implanted, reducing mr to grade 1. There was no adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a definitive cause for the reported clip actuation issues (inability/difficulty opening the clip) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.